Event description:
Patient reported that he bolused 7 u of insulin for lunch, then 3 hours later he tested his blood glucose (result = 540mg/dl). Patient feels that he did not receive his bolus (device history reflects that bolus was delivered). Patient requested that device be replaced. No error messages were generated by device. No medical treatment was received.